Event description:
A report was received that the during a trial procedure, one of the lead contacts came off when the lead was moved. The edge of the insertion needle sheared the lead and the contact broke off. The lead contact broke off into the epidural space. The lead contact was not yet removed from the patient¿s body and will be removed during permanent implant surgery.

Event description:
A report was received that the during a trial procedure, one of the lead contacts came off when the lead was moved. The edge of the insertion needle sheared the lead and the contact broke off. The lead contact broke off into the epidural space. The lead contact was not yet removed from the patient¿s body and will be removed during permanent implant surgery.

Manufacturer narrative:
Sc-2316-50e (sn (B)(4)) the complaint of lead damage during lead placement had been confirmed. Visual inspection revealed that the distal tip and electrode #1 was sheared off and not returned for testing. The damage to the lead was consistent with the damages done to a lead when the orientation of the insertion needle's bevel was facing down or the angle of the insertion needle was greater than 45º. An angle of more than 45º increases the risk of lead damage.

Manufacturer narrative:
(B)(4).